Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The alarm was cleared and insulin delivery was resumed without the customer changing the supplies. There was no impact to blood glucose.